Event description:
It was reported that patient presented to clinic after receiving alert for extended charge time. Two capacitor maintenances were performed resulting with extended charge time and the other timed out without a reported time and voltage. The device was explanted and replaced with no complications to patient.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory and was due to an anomalous hv capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.